Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. There are two previous complaints of this code batch, one of them regarding the same issue. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.